Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the simulator siox module on the surgeon console to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The siox module was analyzed and found to have a node missing leading to errors 311 and 319. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced a non-recoverable 311 error. The customer stated that she attempted to restart the system but the issues remain. Technical support engineer (tse) suggested to hard power cycle the tower and console due to a 319 error that was seen in the logs and reseat all blue fiber cables. Customer performed this but the 311 error immediately returned. There was no report of patient involvement or reported injury.